Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case near the display window corner, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 123 mg/dl. The insulin pump will be replaced. Nothing further reported.